Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation boards and cmos were reseated, and the configuration files were reloaded. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported the system failed to boot up. There is no report of a pt injury or a death associated with this event.